Manufacturer narrative:
Device product code is hxp (not available on drop down list). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 0002184052-2016-00156 and 00157.

Event description:
It was reported that during surgery, while inserting the 5.5 screw, the screw head got dis-mantled from the body. The screw broke while loading it on the driver. Therefore, another screw was used. In addition, the power knob reducer got stuck during the surgery and was not usable. And, the rod bender was not in the part of the set and should have been. It was confirmed there was a surgical delay longer than 30 minutes.